Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2026. The sensor was inserted into the arm an off-label insertion site. On 01/08/2026, following sensor placement on the arm, the tandem t:slim x2 insulin pump operating in a modified closed-loop mode displayed a persistent estimated glucose value (egv) of approximately 60 mg/dl. The patient did not perform a fingerstick bg check and did not self-treat in response to the egv. At approximately 9:30 am, the patient experienced shortness of breath and presyncope, prompting her son to call emergency medical services (ems). Upon ems arrival, the patient¿s fingerstick bg measured 400 mg/dl, while the device continued to display an egv of approximately 60 mg/dl. No medications were administered by ems, and the patient was transported directly to the emergency department (ER). In the ER, the patient¿s bg again measured 400 mg/dl; the egv was not checked at that time. The patient was treated immediately with intravenous insulin. After approximately four hours, the patient reported feeling fine and was discharged home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.